Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue/location was suturing when pull off occurred? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Lot number? No further information is available. How was case completed? No further information is available. Event date? No further information is available. Procedure date= no further information is available. No further information will be provided. Trade name - irgacare® ,active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.